Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
A CT lucia 602 was implanted on (B)(6) 2025 using the yamane technique for scleral fixation, and the patient later reported the lens had tilted. The patient was scheduled for repositioning on (B)(6) 2025, with no explantation or injury reported.